Event description:
It was reported that stent damage occurred. The 95% stenosed, 32 mm x 3.5 mm, eccentric, de novo target lesion containing a lesion bend between 45 and 90 degrees was located in the moderately tortuous and moderately calcified right coronary artery. Predilation was performed with a balloon catheter. A 3.00x38mm promus element ¿ long drug eluting stent was advanced but failed to cross the target lesion and the proximal part of the stent was lifted. The procedure was completed with a different device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts at the proximal end of the crimped stent were damaged and lifted upwards from the stent profile. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred the 95% stenosed, 32 mm x 3.5 mm, eccentric, de novo target lesion containing a lesion bend between 45 and 90 degrees was located in the moderately tortuous and moderately calcified right coronary artery. Predilation was performed with a balloon catheter. A 3.00x38mm promus element ¿ long drug eluting stent was advanced but failed to cross the target lesion and the proximal part of the stent was lifted. The procedure was completed with a different device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).